Manufacturer narrative:
The device remains in service at this time. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator observed a red call doctor icon on their latitude communicator home monitor. A review in latitude revealed a right ventricular pace impedance measurement of 2,026 ohms. Additional information is being requested from the field. The device remains in service. No adverse patient effects were reported.